Event description:
Additional information received reported that the explant occurred on (B)(6)-2013. The cause of the loss of pain coverage was not determined. It was reported that the patient was "receiving good stimulation and was very happy".

Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3998, lot# j0537485v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the stimulation was no longer covering pain area. There was an explant planned for (B)(6)2013. Following explant patient would have an MRI and then either decompression surgery or re-implantation of a new device. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).